Event description:
It was reported that prior to a breast biopsy procedure, the sterile packaging was found to be not sealed. Another probe was used for the case. The marker was unable to be deployed. Another like device was used to complete the marker deployment. There were no adverse pt consequences reported.

Manufacturer narrative:
Date sent: 7/10/2008. Info anticipated, but unavailable at this time.